Event description:
The package was missing the three iodine swabsticks listed on the contents label. Packing did not include any type of sticker or notification that the swabsticks are missing from the packing.